Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. It was noted that the damage p revented the connectors from holding cables in place. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis found that both output connectors were cracked. The unit was cleaned and inspected, the output connector assembly was replaced. The unit was tested and calibrated on automated test system. The unit passed final functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.